Manufacturer narrative:
It was reported that the ventilator generated technical error codes for communication error and depleted memory backup battery. There was no patient involvement. Our field service engineer confirmed the reported technical error codes. He replaced the control printed circuit board (pcb) and backup lithium battery on the monitor pcb which solved the problem. He also performed a 5000 hour maintenance and replaced the o2 cell. The device was cleared for clinical use after successful tests. The control pcb was returned for investigation. An inspection of the returned control pcb showed no anomalies. The returned lithium backup battery was depleted. The evaluation of the received device logs showed technical error codes that indicates disabled valves and a communication error and stop of ventilation as early as (B)(6) 2018. After a few days with similar problems, the ventilator was put in storage for 17 months. When turned on again in (B)(6) 2020, backup batteries were depleted causing technical error codes for battery depletion and stopped ventilation. Again, the error code for disabled valves can be observed once. The returned control pcb was, after the lithium backup battery was replaced, installed in the reference ventilator. Several pre-use checks passed and simulated use test ventilation ran for almost 2 days without issues. After a cooling test, technical error codes for disabled valves and a communication error appeared once. The conclusion in this matter is that the returned control pcb hardware was unstable but that no permanent fault condition was found. The reported battery depleted alarm appeared as the battery was depleted after a long ventilator storage.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes for communication error and depleted memory backup battery. There was no patient involvement. (B)(4).